Event description:
Injecting into the right hip instead of the knee joints [off label use]. Case narrative: initial information received on 03-aug-2018 regarding an unsolicited valid serious case from united states received from a pharmacist. This case involves adult patient who experienced injecting into the right hip instead of the knee joints (off label use), after the patient received hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) dosage unknown (with an unknown batch number). On (B)(6) 2018 the patient developed an event of a serious injecting into the right hip instead of the knee joints (off label use) at unknown latency after starting use of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. Final diagnosis was injecting into the right hip instead of the knee joints. A product technical complaint was initiated on 10-aug-2018 for synvisc one, batch number: unknown, global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is still required. Corrective treatment: not reported. Additional information was received on (B)(6) 2018. Global ptc number was received and ptc details were added.